Event description:
Problem actually started several years earlier. I was (B) (6) yrs old and went for my first dental exam. The dentist felt my baby teeth were not solid enough and filled many of my baby teeth with amalgam filling material. Within a short time, I was having seizures, migraine headaches, body aches, intestinal problems, emotional problems and suicidal feelings and thoughts. At age (B) (6), I was hospitalized in a children's psychiatric ward for a year. I was labeled epileptic, hysterical, depressed, put on barbiturates, etc. I continued having many physical and psychiatric issues. My childhood and adolescence were miserable. At age (B) (6), I questioned why I was still on these medications/barbiturates for epilepsy. A new neurologist looked at my history and did new testing. He weaned me off of the medicines and told me that nothing really could explain my problems as a child. My eeg's were normal..he really thought my childhood doctors were just medicating me based on symptoms. Into my (B) (6) I was still having physical and psychological problems. At age (B) (6), I was tested and found to have mercury poisoning. Looking back, my doctor agreed that the fillings as a child had had far-reaching and long-lasting effects on me. As an adult; I have had menstrual problems, infertility, depression, irritable bowel issues, unexplainable muscle aches, chronic tiredness...all from mercury. I underwent chelation therapy for over a year. -which almost forced me into bankruptcy because insurance would not acknowledge or pay for my treatment.- I know we had some success, but I will always have a mercury problem. A jerome meter was brought to my home and office.. No mercury was found, but the device detected mercury straight off of my breath!! My most recent diagnosis is for fibromyalgia, hypothyroidism and depression. I know that mercury stores in your soft tissues, so I am sure my thyroid problems and muscle tissue problems most likely are also mercury induced. My ongoing depression has to be related as well. Personally, any governmental health reform of our medical care system must deal with the issue of mercury!! If not, what's the pint? Why is this being ignored and even misrepresented to united states citizens? Why the cover up? Diagnosis or reason for use: tooth decay.